Event description:
During right total knee arthroplasty the tibial trial insert (made of plastic-like material) broke during use. X-ray was taken and it was read as negative. No patient harm. FDA safety report ID # (B)(4).